Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the device exhibited high defibrillation threshold (dft) test. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Appropriate term/code not available was used as there was no clinical symptoms observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the device exhibited high defibrillation threshold (dft) test. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown product performance issue. No additional adverse patient effects were reported.